Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. There was no reported device malfunction and the stent delivery system was not returned as it remains in the patient. The investigation determined the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that within 30-days post-stenting of an unknown coronary vessel with a xience alpine the patient was re-admitted to the hospital with unspecified cardiovascular symptoms. No additional information was provided.